Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown homechoice disposable with cassette leaked at the connection of its line with a supply bag. This occurred at the end of peritoneal dialysis therapy and after the cassette was removed from the homechoice machine. The cassette inside the homechoice was dry. There was no patient injury or medical intervention associated with this event. No additional information is available.